Manufacturer narrative:
This device is expected to be returned for analysis. Should the device be returned, analysis will be performed and this investigation will be updated.

Event description:
It was reported that during the procedure after placing the system no bradycardia pacing was found after the pacemaker was connected to the lead. The position of the lead was normal and the parameters were normal after withdrawing the lead. As a result, the device was explanted and a new device was used. This device was expected to be returned. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the procedure after placing the system no bradycardia pacing was found after the pacemaker was connected to the lead. The position of the lead was normal and the parameters were normal after withdrawing the lead. As a result, the device was explanted and a new device was used. This device was returned. No adverse patient effects were reported.

Event description:
It was reported that during the procedure after placing the system no bradycardia pacing was found after the pacemaker was connected to the lead. The position of the lead was normal and the parameters were normal after withdrawing the lead. As a result, the device was explanted and a new device was used. This device was expected to be returned. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to update the patient identifier.